Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system could not be turned on intermittently. Onsite inspection confirmed that the power supply for the host pc was normal, but the host pc did not boot-up. Hence, the fse determined the issue with the host pc. The defective pc was returned to philips for further analysis. The analysis confirmed the malfunction of the power supply unit (psu) and unable to power on the psu. However, following the replacement of the host pc and reinstalling the software resolve the issue. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system (host-pc) could not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.